Event description:
It was reported that the patient needed more tingling in their feet and lower legs. The manufacturer representative (rep) met with the patient on wednesday to reprogram. The patient status at the time of the report was alive, no injury, and the patient symptom or complication associated with the event was less than 50 percent therapy relief at the feet. An impedance check, or testing, was ran and it noted electrodes 0-7 to be greater than 10,000 ohms; so there was an impedance issue and high impedances. The rep was able to reprogram the patient using 8-15 and obtained good coverage. So reprogramming was the action required as a result of the event. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. The patient was happy with adjustment and stated that it covered all painful areas. No follow-up was needed.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n350050, (B)(4)implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial#(B)(4), product type: recharger. (B)(4).